Event description:
A physician reported a pt who rec'd her first treatment into the glabellar frown lines on 18 june 1997. On 22 june 1997, the pt was seen by the physician and reported swelling and redness on the left side of the glabellar that had been increasing since the injection into the left glabellar crease. The pt also reported swelling around her left eye. The physician described the region overlying the crease that was injected as approximately 1.5 x 1 cm in diameter and contained pus which he called a blister. The physician diagnosed a superficial infection, performed an incision and drainage, prescribed a single dose of keflex and wrote a prescription for duricef and silvadene cream. The physician stated that the infection resolved after approximately one week and he believed that the pt would be left with a dime-sized area of skin that would resemble a dermabrasion. The physician belived that the pt had developed a superficial infection and did not believe that there was ischemia related to injection into a vessel.